Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a bioprosthetic valve, the valve dislodged into the left ventricular outflow tract (lvot) and caused moderate paravalvular leak (pvl). Subsequently, a second valve was implanted valve-in-valve and reduced the pvl to mild. It was reported that the anatomy was "slippery" due to the lack of calcium. No adverse patient effects were reported.